Event description:
It was reported, the ultrasonic surgical instrument the tissue pad came off. The issue occurred during therapeutic laparoscopic hernia procedure. There were no reports of patient harm. The device was replaced with another of the same product, and the procedure was completed without delay.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. Corrected fields: d9, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event: the tissue pad was partially peeled off. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the grip part closed and nothing was grasped between the gripping part and the probe tip (including after the tissue was cut). The event can be prevented by following the instructions for use which state: "drawing number and revision number of IFU: rc2058 10 ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. " olympus will continue to monitor field performance for this device.